Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. This event is serious due required intervention and listed in the reference safety information for essure. Back pain may occur during essure use. In this case, she suffered severe lower back pain in the morning after insertion. Then, she was forced to undergo three separate back procedures with no alleviation of pain. 6 months later, she also presented other non-serious events and endometriosis was diagnosed. Exactly 14 months after insertion, lavh-bso (hysterectomy) was performed and her back pain was immediately gone. Considering event's nature, close temporal relationship and prompt recovery after removal, causal relationship between the reported event and essure use cannot be excluded. Since intervention was required (hysterectomy) this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring. Technical assessment is expected.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. She suffered severe lower back pain that occurred the morning after insertion. She returned to her ob-gyn with lower back pain issues and was given medication for a suspected urinary tract infection which she did not have as the pain did not go away. She was forced to undergo three separate back procedures with no alleviation of pain. She developed abdominal pain around the 6 month mark and returned to her implanting doctor and informed him of abdominal pain, bloated belly, and severe weight gain and asked for him to remove the implants. She was sent for blood work and a sonogram which showed a cyst on her left ovary. Then, a diagnostic laparoscopy was performed and she was found to have moderate to severe endometriosis which she had never been diagnosed with before. On (B)(6) 2014, after exactly 14 months of essure, a lavh-bso (interpreted as laparoscopic assisted vaginal hysterectomy - bilateral salpingo-oophorectomy) was performed. Her back pain was immediately gone upon waking up in recovery room. As of (B)(6) 2015 her back pain has not returned. Her bloated belly was gone also. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. This event is serious due required intervention and listed in the reference safety information for essure. Back pain may occur during essure use. In this case, she suffered severe lower back pain in the morning after insertion. Then, she was forced to undergo three separate back procedures with no alleviation of pain. 6 months later, she also presented other non-serious events and endometriosis was diagnosed. Exactly 14 months after insertion, lavh-bso (hysterectomy) was performed and her back pain was immediately gone. Considering event's nature, close temporal relationship and prompt recovery after removal, causal relationship between the reported event and essure use cannot be excluded. Since intervention was required (hysterectomy) this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring. Technical assessment is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.